Event description:
Follow up with the treating physician's office found that the increased seizure levels were below pre-vns baseline levels. Per the physician, some suspected contributory factors for the increased seizures included medication changes and possible infection. The event of a possible infection is reported in MFR report # 1644487-2018-00793. No further relevant information has been received to date.

Event description:
It was reported that a patient's seizures have increased. Device diagnostics indicated that the device was functioning within normal limits. A battery life calculation was performed per the neurologist's request. No further relevant information was received to date.